Event description:
Stent was deployed into the left limb abf graft. The balloon ruptured and the stent was not completely deployed. The stent was moved from its position and retrieved with a catheter.